Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available, the cause for the reported event cannot be determined. The subject device was implanted.

Event description:
It was reported that as the coil was being delivered through the microcatheter into the intended area of treatment, it was not visible. The physician was able to deployed the coil without clinical consequences to the patient.